Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported by patient maude event report (mw5078339), following a novasure endometrial ablation on (B)(6) 2016 she had horrible pain and gi symptoms. A hysterectomy was performed sometime in 2018. The pain and gi symptoms continued and patient is following up with a proctologist.